Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the extended-depth-of (1.50cyl), 20.0 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, monofocal lens. The product has not been received to evaluate. Due to the exchange of an extended-depth-of-field lens model to a monofocal lens model, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intra-ocular lens (iol) implant procedure, the patient experienced glare, halos and poor depth perception.the iol was exchanged for another lens model following the initial implant procedure. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested.